Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however, after completing pfa application to the pv, the guide wire got stuck when mapping was performed. It was also mentioned that the guidewire could not be released from the catheter. The procedure was completed with this device and no patient complications occurred. The device is not expected to return for laboratory analysis discard in facility.